Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d154atg, implant date: (B)(6) 2008; product ID 6947, implant date: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had impedance variance and the last two measurements revealed a spike in impedance. It was also noted that the capture threshold was affected. No changes have been made to the lead and the ra lead remains in use. No patient complications have been reported as a result of this event.